Manufacturer narrative:
The pod was received with the cannula fully deployed and the pink slide visible. The pod ran for 990 pulses. After investigation of the needle mechanism, no issues were found that would result in the cannula failing to deploy or a failure to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose levels reached 293 mg/dl while wearing the pod between 24 and 36 hours on the arm. The pink slide did not move forward, therefore the needle did not deploy. As treatment for hyperglycemia, they tried to bolus with 2 units, but then just smelled insulin on the skin. The then changed the pod and drank water.